Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device and was unable to obtain readings. The customer experienced hypoglycemia with symptoms of fatigue, shaking, paleness and received treatment of sachet of compote and fruit juice provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated, and no physical damage is observed on the sensor patch. The sensor was found to be in sensor state 6 (indicating abnormal termination) with an event log 11 (indicating voltage below threshold). No failure modes were observed with the sensor plug upon visual inspection. Attempt to reprogram and activate sensor was unsuccessful. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly). An extended investigation has also conducted. Performed a visual inspection on the returned sensor and no issues were observed. The battery was measured to be out of specification range. Replaced returned battery with a new unused battery and re-programmed sensor to perform accuracy test. Sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. Therefore, this issue is confirmed to low/dead battery. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device and was unable to obtain readings. The customer experienced hypoglycemia with symptoms of fatigue, shaking, paleness and received treatment of sachet of compote and fruit juice provided by spouse. There was no report of death or permanent injury associated with this event.